Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. Ais currently available. The IFU lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient had pain in their left leg. On a computed topography (CT), left iliac muscle hematomas were observed and confirmed. The hematoma resolved and the patient was discharged home.

Event description:
It was reported that on (B)(6) 2023 the patient had pain in their left leg due to a left iliac hematoma. The pain improved by analgesic and rest. The pain in the lower limbs was aggravated after walking for 10,000/12,000 steps and analgesics were resumed. The effect was lower limb edema; the right was noted to be less than the left.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.